Event description:
It was reported that the bd maxzero¿ needleless connector experience blood backflow. The following information was provided by the initial reporter: "leaks blood backwards in the needle free connector."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21125529. The feedback provided by the customer indicates that blood backflow occurs into the housing of the maxzero. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd maxzero¿ needleless connector experience blood backflow. The following information was provided by the initial reporter: "leaks blood backwards in the needle free connector."